Event description:
This peritoneal dialysis (pd) patient¿s spouse reported he was admitted to the hospital on (B)(6) 2026. The diagnosis is unknown, however; blood cultures were completed and peritonitis is suspected. The spouse is unsure how the patient would have got an infection. Attempts to obtain additional information were unsuccessful. The patient¿s diagnosis was not confirmed. It was not determined if the patient was diagnosed with an infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
This peritoneal dialysis (pd) patient¿s spouse reported he was admitted to the hospital on (B)(6) 2026. The diagnosis is unknown, however; blood cultures were completed and peritonitis is suspected. The spouse is unsure how the patient would have got an infection. Attempts to obtain additional information were unsuccessful. The patient¿s diagnosis was not confirmed. It was not determined if the patient was diagnosed with an infection.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Therefore, the completion of a clinical investigation is not warranted at this time.